Event description:
Follow up information received reported that the patient¿s initial complaint was the they could not get the programmer unit to communicate with their ins. The patient replaced the two aaa batteries in the programmer unit and now everything was working 100%. It was noted that the patient had put the batteries in backwards. The patient was reported as receiving effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect and no stimulation sensation. Last night the patient could not feel any stimulation and could not turn the implantable neurostimulator (ins) on or off with the programmer. Today the patient was able to turn the ins on/off with the programmer and increased the stimulation to about 3.60; he was just feeling a little stimulation. Usually the stimulation was too strong above 3.0v. The patient could see the lightning bolt, ins was on. The patient successfully recharged about seven days ago. The company representative was going to contact the patient and make sure the issue resolved. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009-, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140,serial# (B)(4), implanted: (B)(6) 2009-, product type: extension. (B)(4).